Event description:
Caller reported blood glucose results of 117 mg/dl and 407 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the moderately tortuous mid right coronary artery (rca). The physician attempted to place the 2.50x32 taxus liberte stent, but was unable to cross the lesion. Upon examination, stent damage was noted. The procedure was completed with another of the same device. No patient complications were reported. Patient status reported as "good".